Manufacturer narrative:
The troponin t gen 5 reagent expiration date was not provided. The cobas 8000 e 801 module serial number was (B)(6). The customer suspected micro-clots in the sample. The sample was requested for investigation. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 assay on a cobas 8000 e 801 module. Initial result: 16,000.0 ng/l. The sample was repeated using ethylenediaminetetraacetic acid (edta) and serum tubes: 1st repeat result: 12,679.0 ng/l (edta). 2nd repeat result: >12,000 ng/l (serum). The following troponin t hs stat results were provided after dilution on (B)(6) 2026: 10,000 ng/l (accompanied by a data flag) and 17,937 ng/l. 10,000 ng/l (accompanied by a data flag) and 16,337 ng/l. A clarification was requested but not yet provided.